Event description:
Additional information was received indicating externalized conductors, suspected to be due to clavicular crush, were visually observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that provocative testing was performed and the noise was able to be reproduced.

Event description:
During a remote follow up, oversensing due to noise was noted on the right ventricular (rv) lead. Abbott technical support was contacted and provocative testing was recommended. No intervention has been performed. The patient was in stable condition.